Event description:
A patient implanted with evoke leads had disconnected electrodes noted on a lead. Reprogramming was performed to regain stimulation on 1 august 2022. On 22 september 2022, the lead was replaced.